Event description:
The pt was implanted with an scs system in 2005. On (B) (6) 2010, the ipg pocket was revised so that the ipg could be reimplanted at a greater depth. On (B) (6) 2010, the pt turned on the stimulator for the first time. The territory mgr met with the pt and tried changing the programs on the device. Each time a program was changed the pt felt a jolt around the ipg pocket. The territory mgr then connected the pt programmer to the rapid programmer and attempted to run a diagnostic. The pt then received another a strong jolt. An x-ray will be taken.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.